Event description:
Related manufacturer reference number: 2017865-2021-11309; related manufacturer reference number: 2017865-2021-11311. It was reported the patient presented in clinic with an infection. The pacemaker, atrial lead, and right ventricular lead were explanted. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: return not received, appropriate codes inputted.